Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient was found unconscious, and a family member called emergency medical services (ems). Paramedics transported the patient to the hospital where he was admitted for unspecified treatment of diabetic ketoacidosis. The bg finger stick value was over 800 mg/dl but the cgm value was 400 mg/dl. He remained in the hospital for three days until his condition stabilized. He was then transferred to rehab to recover from a concurrent medical condition (covid). At the time of the report, the patient was doing okay. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.